Manufacturer narrative:
(B)(4). Returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall .5mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal right coronary artery (rca). A 2.75mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 2.5mm non-bsc device. No patient complications were reported.